Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿comparative study of mobile- and fixed-bearing unicompartmental knee arthroplasty in medial osteoarthritis: a prospective randomized study of bone preservation and early clinical outcomes¿ written by chumroonkiet leelasestaporn, md et al, published in the j med assoc thai 2018; 101; suppl.3: s101-s107, was reviewed. The purpose of this study was to compare intraoperative bone preservation and early clinical and radiological outcomes between fixed-bearing and mobile-bearing unicompartmental knee arthroplasty in medial osteoarthritis. Depuy products used: sigma high performance partial knee unicompartmental knee implant. Patellar resurfacing was not mentioned. Cement used was competitor cement. Between (B)(6) 2013 and (B)(6) 2013, 40 knees in 40 patients were treated with medial unicompartmental knee arthroplasty conducted by a single senior surgeon using one of two prosthesis designs; one was a depuy implant and the other was a competitor implant. Adverse events: one patient in the fixed bearing group had a tibial plateau fracture which was treated conservatively-a knee brace and protective weight bearing. The fracture occurred because when the surgeon recut the tibial surface when the tibial bone resection was inadequate, creating new pin holes and resulting in more than three holes in the tibial cutting block. The hypothesis was that the diameter and the number of pin holes, particularly those in or near the vertical slot, may have contributed to the decreased bone strength. The situation was additionally aggravated by the patient¿s premature ambulation.